Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported that a power fail alarm occurred after a software upgrade. There was no patient involvement.

Manufacturer narrative:
(B)(4) updated UDI. Updated contact name. On (B)(6) 2018. The manufacturer's field service engineer (fse) performed remote troubleshooting and recommended the customer replace the power management printed circuit board assembly (pm pcba) the customer reports replacing the pm pcba; however, the issue persisted. The customer declined onsite repairs. The unit has been taken out of service.

Manufacturer narrative:
Date rec'd by MFR: 03jul2019. The central processing unit (cpu) printed circuit board assembly (pcba) was returned for analysis. A visual inspection revealed no evidence of damage or contamination. During testing of the cpu pcba, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 21may2019. The manufacturer's field service engineer (fse) performed troubleshooting. The unit's light emitting diode (led) indicator flashed when connected to ac power but the display would not power on. The indicator flashed red and the user interface pad continuously beeped until the power button was held down to turn the unit off. The fse replaced the central processing unit (cpu) printed circuit board assembly (pcba) and the issue was resolved. The unit passed all verification testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.